Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet device generated alert 41 and alert 65. The device was restarted at least four times but continued to fail, with ¿unable to proceed¿ displayed during a dry run. Battery life was reported as normal. A replacement was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.